Event description:
Revision surgery due to natural progression was delayed for one (1) hour because the 85 proximal body would not assemble properly. The surgeon was able to work through it and ended up implanting a 95 proximal body instead. It is not known if the failure was due to the implant or the assembly tool.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Revision surgery due to natural progression was delayed for one (1) hour because the 85 proximal body would not assemble properly. The surgeon was able to work through it and ended up implanting a 95 proximal body instead. It is not known if the failure was due to the implant or the assembly tool. Doi: 2011 - dor: (B)(6) 2012. Examination was not possible, as the products were not returned. The DHR for the known product/lot combination was reviewed with no deviations or anomalies found. A lot code was not provided for the associated assembly body component. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.